Event description:
It was reported by the patient, the realize band was implanted in (B)(6) 2010. In (B)(6) 2012, the patient states she was unable to hold anything down, not even water. She also stated that she could not eat or drink anything for 2 weeks. X-rays were taken and the diagnosis was that the band had not slipped at that time. The surgeon removed all the fluid and at 2 weeks post fluid removal, the surgeon started to refill the band and the patient started to keep food/water down. On (B)(6), 2012 patient returned to the surgeon and was admitted to the hospital with signs of dehydration. The patient underwent band re-positioning and the surgeon added additional sutures at this time. It was reported that the surgeon hit the spleen and the patient had a hematoma. On (B)(6) 2012, the patient had a dye test and it was noted that the band had slipped. The patient was dehydrated and the patient was readmitted. On the (B)(6), 2012 the band was removed. The maximum volume within the band was 5cc as per the patient, she was unable to tolerate. Total weight loss was (B)(6) lbs. The patient reported that she had been informed that her stomach had become to small to hold the band and it had to be removed. Since band removal patient is fine, but has gained (B)(6) lbs.

Event description:
Ethicon medical affairs director spoke with the surgeon. During the conversation, the surgeon stated that he did not recall telling the patient that the band was removed due to her stomach being too small. He further stated the patient had a band slip with pouch dilatation. He confirmed that he had previously repositioned the band as reported by the patient for a prior band slip. When asked by the medical director if there was anything out of the ordinary with the case, surgeon stated no.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information unavailable. The device was not retruned.